Event description:
Patient's wcd reported approximately 80 episodes of asystole alerts, whereas the attending nurse reported a clear measure of 60 bpm at the same time. The wcd was alerting about every 30 seconds.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed initial software load (isl) test and therapy cable failed hipot test 3.2 (isolation between high voltage circuits and low voltage circuits). The isl test results were reviewed by kmt failure investigation team . The monitor passed the quiescent battery current test with a typical 78ma. Then it failed the active battery current test by reading 0ma. For this test, the software is started and the system allowed to boot up and then the operator pairs with a tablet and then reads the current. A 0ma measurement either is a test error, or maybe the monitor wouldn't pair with tablet so the operator canceled the test or the monitor shut itself off. After further investigation, it was found that 3 unique device failures were associated with the same patient. Patient was being treated at a skilled nursing facility and all the complaint reports were from attending nursing personnel. The probable cause of the malfunction after investigation concluded that all identified failures are related to contamination of repeated urine ingress into the connector areas of the devices.